Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) brushhead fell apart during use, metal stud on top slipped out [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b precision clean brushhead fell apart during use, metal stud on top slipped out. No symptoms developed. On (B)(6) 2015: received product investigation results: on (B)(6) 2015: received oral-b brush head type eb17. Investigation analysis revealed: brush head fell off due to external force by dropping the whole appliance with brush fitted.

Manufacturer narrative:
Return of product had been requested. On (B)(6) 2015: received oral-b brush head type eb17. Investigation analysis revealed: brush head fell off due to external force by dropping the whole appliance with brush fitted.